Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for investigation. Based on the investigation, the failure was most likely caused by the bur guard coming into contact with the nose cone of the drill while it was running. This resulted in the bur guard overheating and melting, which led to the residue observed on the drill. The warning which is sent with every bur guard, as well as the instructions for use, states the proper installation for the bur guard.

Event description:
It was reported that during an impacted tooth removal, the bur guard melted onto the nosecone of the handpiece. There was no patient or user injury, and another handpiece was available to complete the procedure.